Event description:
It was reported that on 22 november 2024, a 29mm navitor vision valve was chosen for implant using an unknown delivery system. The valve was successfully implanted. After the procedure, the patient readmitted several times with worsening shortness of breath and a large perivalvular leak (pvl) was noted. The physician mentioned the cause of pvl was high implant on the non-coronary cusp (ncc). On (B)(6) 2025, the patient required a savr (surgical aortic valve replacement) and the navitor valve was explanted and a new 27mm non-abbott valve was implanted. The patient was reported discharged.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that on (B)(6) 2024, a 29mm navitor vision valve was chosen for implant using an unknown delivery system. The valve was successfully implanted. On (B)(6) 2024, the patient readmitted several times with worsening shortness of breath and a large perivalvular leak (pvl) was noted. The physician mentioned the cause of pvl was high implant on the non-coronary cusp (ncc). On (B)(6) 2025, the patient required a savr (surgical aortic valve replacement) and the navitor valve was explanted and a new 27mm non-abbott valve was implanted. The patient was reported discharged. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. An event of perivalvular leak and dyspnea was reported. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on all available information, a cause of the reported dyspnea could not be conclusively determined. A cause of the reported perivalvular leak could not be conclusively determined. The reported surgery and hospitalization were the result of case-specific circumstances. There is no indication of a product quality issue with respect to labeling, design, or manufacturing of the device.